Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient called a ambulance for help and was diagnosed with blood glucose (bg) values that dropped to 56 mg/dl. The patient stated that they had overdosed themselves on insulin. It was not clear if they passed out. For treatment, the patient was given food. The pod was worn between 4 and 24 hours on the arm. No further details to report.